Event description:
Patient reported, right side deflation. Device has been explanted.

Event description:
Patient reported, right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, curved opening. The leak test and microscopic analysis was performed, which identified, a curved sharp opening on valve bond edge assessed, as unidentified (tear) opening (no shell thickness, due to opening is under plug strap). The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening, due to unidentified(tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted.